Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an overload fault error and locked up. No pt injury was reported.